Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the report of the facility not properly performing the device reprocessing could not be determined, however, it is believed that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility concerned. In addition, olympus professional staff has completed training/facility in-service on proper device handling/reprocessing. The event can be prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
An endoscopy support specialist (ess) reported to olympus on behalf of the customer, during an onsite in-service annual refresher for the evis exera iii gastrointestinal videoscope it was discovered that the customer was not using the air/water channel cleaning adapter and was not flushing the auxiliary water channel at pre-cleaning. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During the visit to the facility the endoscopy support specialist (ess) conducted an onsite scope reprocessing demonstration, presented a new procedure as well as an infection control service. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. The customer is currently using a non- olympus automated flushing machine and a non-olympus automated endoscope re-processor (aer) to reprocess their scopes. Given this discovery, it was recommended to the customer that they contact the manufacturer of the non-olympus equipment for proper use. The training covered material specific to model gif-hq190 including the importance of using the air/water channel cleaning adapter and flushing the auxiliary water channel at pre-cleaning was explained. The customer had air/water channel cleaning adapters on hand and were able to use them for pre-cleaning during the onsite demonstration and will use them going forward. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.